Manufacturer narrative:
One device was returned for analysis. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found cassette not attached properly alarm. Visual/functional testing was performed. Investigation found cracking downstream occlusion sensor (dso) seals. The dso seal was replaced. Performed sensor calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration.

Event description:
One device was returned for analysis. Investigation found cracking downstream occlusion sensor (dso) seals. There was no reported patient involvement.